Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had their first chiropractic appointment yesterday (on (B)(6) 2026) for the same back p ain/back issues (patient confirmed the back pain/back issues were unrelated to the device/therapy) and the chiropractor used a needle with a ball in it and hit their back a few times and when they got up, they were in more pain than what they had before though it eventually began to feel better and they felt it was helping their back. The patient stated they didn't know exactly where the chiropractor had worked but they thought it had been their lower back however they had no sensation in their lower back. The patient stated the chiropractor who adjusted them had told them prior to adjusting that they were out of alignment and needed to be adjusted. The patient stated since that appointment, their symptoms had slightly returned. They said they felt that their urine control was stronger now, "more forceful" and their urgency was back. The patient said if they had to go the bathroom, they needed to go immediately or they'd not make it in time and have an accident. The patient said they were also hoping to try to make an adjustment to their therapy settings when they called back with their external devices to see if that helped their symptoms. Patient services reviewed the role of patient services with the patient to follow up with their healthcare provider (hcp) about their slight symptom return since their adjustment and provided the patient the technical services phone number to provide to their chiropractor before their next appointment "next monday". The patient will call back when they have their devices for assistance in making an adjustment and to review MRI mode and to check their MRI eligibility. The patient said their implanting hcp for their implant was not in the va network and the patient would need to be referred out to see them if needed. The patient said they'd prefer to make an adjustment first to see if that helped before reaching out about getting a referral to see their implanting hcp. The patient asked if they could be put in touch with a local manufacturer representative (rep) and said they recalled a young gentleman at their initial procedure. Patient services reviewed role of the rep and provided the patient with the national answering service (nas) phone number for their care team to call if paging a rep was needed. The patient was to call back.